Event description:
It was reported the physician used three morpheus coils, two nexus hss coils and two cerecyte (micrus endovascular) coils. All coils were detached in the aneurysm. The case was ended when a piece of coil (unknown model/brand) came out when the push wire from the last coil placed was removed. No patient injury reported.

Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after the evaluation is completed.